Manufacturer narrative:
Concomitant medical products: product ID: 97755, serial# (B)(4), product type: recharger. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that patient was having the same issues. Patient cannot get the ins to charge and that the controller displays no device found. Patient took the battery out and tried al where she can 'get it to 100', but this did not resolve the issue. Patient was transferred to the appropriate department for the recharger replacement. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for lumbar radiculopathy and spinal pain. It was reported that the recharger would not charge the ins. They stated that they tried to connect and stated that they had the recharger in place but it ¿couldn¿t find the device¿. The patient stated that they hit recharge and it would say the higher the number the better. The patient stated that they got 100 and 98. The patient reported that they had been doing the al for two hours this morning. They took the lithium battery pack out and left it out for 10 minutes. The caller stated that they got screen 14 position the recharger over the implant and then they got screen 50 trying to recharge (passive mode recharger antenna locate function). The patient was getting 97 and 96. They had the patient disconnect the recharger from the controller. Patient service then had them take the battery out for 10 seconds and place it back in. The patient was able to communicate with the ins using the controller and reported that the ins battery showed empty and the controller battery was at an 80 percent charge. It was reviewed to position the recharger over the ins and to press try again and the patient indicated that the controller found the ins and reported that they had excellent recharge quality. The patient stated it had been a month ((B)(6) 2019) that their issue of not being able to charge began. They stated that they flew to north carolina to see their daughter and when they tried to charge after their flight they couldn¿t charge. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received stated that the new recharger resolved the charging issue. No further complications were reported/anticipated.